Event description:
A malfunction alarm with code malf 23 was reported, and it was determined that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.